Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 37165 ventricular sensing integrity counts (sic); vt-ns, high rate-ns, ventricular oversensing-noise, and vf detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend of 300-400 ohms. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.